Event description:
Customer reported that nurse went into a pt's room to demonstrate wedge pressures to another nurse. The adult star ventilator in use at the time was operating normally. During the procedure the nurse visually checked the pt at which time she noted that the pt's lips were turning blue and the pt was no longer being ventilated. Source turned to the vent and saw that the screen was blank and the vent was delivering breaths. Source did not notice any alarms at the time. Source powered the unit off then on, and nothing changed. Source then unplugged the unit and plugged it into another ac outlet. The vent did not respond. The pt was bagged and another unit was brought in to ventilate the pt. During this time, the ventilator became operational again. There was no pt injury as a result of the alleged malfunction.